Event description:
In an 18-month period, the pt had 3 separate double lumen, infuse-a-ports removed due to port functioning problems and cracked catheters. In 2001: port #1 inserted. In 2002: during chemotherapy, fluid leaked into tissues surrounding pt's port. Chemotherapy had to be discontinued temporarily. In 2002: dye test conducted to evaluate port's functioning. Port determined to be broken. Five days later, surgery to remove port #1, and insert port #2. Surgeon reported port #1's catheter was cracked, and stated he had returned it to manufacturing co's rep. In 2002: during chemotherapy, nurse noted problems pushing fluid through port. Pt's neck and face began to swell. Once again, chemotherapy had to be discontinued temporarily. Nine days later port #2 surgically removed. Surgeon stated that several other hospital pts had been experiencing functional problems with infuse-a-port device. Four weeks later, port #3 surgically inserted. 9/2002 through 03/2003: chemotherapy nurses made multiple complaints regarding difficulties pushing fluid through port. In 2003: while port was being flushed, fluid leaked into pt's surrounding tissues. Twenty days later: port #3 was removed. Surgeon once again noted that the catheter was cracked. He stated that he was no longer using this company's procedure due to numerous problems involving various pts. He also stated that the hospital was considering discontinuing use due to these incidents.